Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "staying on" longer than intended. There was no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.